Event description:
Information received indicates the brakes will not hold.

Manufacturer narrative:
The technician found the head end brake casters were out of adjustment. He adjusted the head end brake casters to repair the bed.